Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a patient data code. An analysis of device data was requested. Analysis confirmed the patient data code was benign and that the patient data needs be reprogrammed. Technical services (ts) was consulted, discussed reprogramming options. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a patient data code. An analysis of device data was requested. Analysis confirmed the patient data code was benign and that the patient data needs be reprogrammed. Technical services (ts) was consulted, discussed reprogramming options. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received, a review of a presenting electrogram (egm) had the first 2 markers missing. Technical services (ts) was consulted, discussed it was probably related to a latitude nxt to device command interaction to capture the s-ECG and that it appears to be a display only issue and therapy is not impacted. This s-ICD remains in service. No adverse patient effects were reported.